Event description:
After a total of six inductions, the programmer's printer did not turn on twice during an induction even though the printer was turned on. During one induction with t-wave shock, a fib then a slow vt below the cutoff rate was induced. The doctor "yelled" for a manual shock. The iegm's froze, and the stat shock key was not operable. An external shock terminated the arrythmia. During another induction, the fib converted spontaneously in the fib zone to sinus rhythm during the beginning of charging. The doctor "yelled" for a shock "dump" which was delivered.